Event description:
It was reported that it was discovered via follow up imaging that the tulip of a xia 3 iliac screw has disengaged from the shaft approximately one week postoperatively. The patient is asymptomatic and revision surgery is not planned.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that it was discovered via follow up imaging that the tulip of a xia 3 iliac screw has disengaged from the shaft approximately one week postoperatively. The patient is asymptomatic and revision surgery is not planned.